Manufacturer narrative:
Additional information was received that the patient's event of dizziness was not device related. The patient is recovering.

Event description:
A report was received that the patient experienced a device related event of hypotension and associated dizziness. The patient's betablocker and ace inhibitors were reduced and the issue was resolved.

Event description:
A report was received that the patient experienced a device related event of hypotension and associated dizziness. The patient's betablocker and ace inhibitors were reduced and the issue was resolved.